Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 340 mg/dl and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site for inspection. The customer was to discuss the high bg event with a healthcare provider.